Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) due to the pump not working. A revision surgery was performed in which the existing pump was removed and replaced. The patient did not experience any adverse events.